Event description:
The customer reported that the insulin pump alarmed no delivery. Customer was changing her infusion set but got no delivery alarm during manual prime. Troubleshooting was done. Customer's blood glucose was 287 mg/dl. Customer treated with pen. Customer does not have the plunger; she was using the same reservoir. Customer stated she resolved the issue when she disconnected and reconnected the tubing form the reservoir. Customer stated that the insulin pump was making weird noise when she was doing the priming but everything is fine now. Customer declined to continue to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.